Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. Two 4fr s/l per-q-cath piccs were returned for investigation. Each catheter had been cut between the 0 and 1 cm depth mark and the distal segments of each catheter were not returned for investigation. The stylet and t-lock extension set had been removed from each catheter and were not returned for investigation. A functional test revealed a spraying leak in each catheter near the tapered end of the molded hub. The damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter or using force to remove the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr1089 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in china.

Event description:
It was reported that fluid was found leaking from the pasting film during infusion for the patient. Upon careful observations, there were tiny holes found on the catheters from which fluids leaked. Two catheters were returned. This report addresses the second catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. Two 4fr s/l per-q-cath piccs were returned for investigation. Each catheter had been cut between the 0 and 1 cm depth mark and the distal segments of each catheter were not returned for investigation. The stylet and t-lock extension set had been removed from each catheter and were not returned for investigation. A functional test revealed a spraying leak in each catheter near the tapered end of the molded hub. The damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter or using force to remove the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr1089 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in (B)(6).

Event description:
It was reported that fluid was found leaking from the pasting film during infusion for the patient. Upon careful observations, there were tiny holes found on the catheters from which fluids leaked. Two catheters were returned. This report addresses the second catheter.